Event description:
It was reported by customer that there was an unknown malfunction with product. Verbatim . Omit at (B)(6) is in need of help with pleurx drainage kit #50-7510. I have copied him on this email. His contact # is xxx-xxx-xxxx 6. Hi omit ! Let me know how I can assist. I was just madeaware that we had a malfunction of #50-7510- a pleurx part. Account #(B)(6). Customer is copied in andcan provide any info needed. 23nov2022: good morning (B)(6), thank you for calling me this morning. The issue arose with the drainage kit while training a patient and family member on the use of the system. The suction bottle tubing stylet protective housing was removed for insertion into the pleurx valve, upon accessing the valve with the stylet the plastic end snapped off inside the pleurx. I can assure you that there was no excessive force used in this procedure. I was able to remove the plastic stylet from the valve by use of a sterile pair of pick-ups. Another bottle kit was then opened and we continued the drainage training without further incident. The lot number on the malfunctioning bottle kit is 0001449369. I saved the drainage bottle and packaging here if anyone would like to inspect it. Thank you for looking into this. Please let me know if I can be of any further assistance. Follow up email : the access tip is what broke off.

Manufacturer narrative:
Pr 6631302 follow-up emdr for device evaluation: one photo and one sample of lot 0001449369 were provided to our quality team for investigation. Through visual inspection, the access tip was observed to be broken, verifying the reported failure. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001449369 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by customer that there was an unknown malfunction with product. Verbatim: (B)(6) at (B)(6) is in need of help with pleurx drainage kit #50-7510. I have copied him on this email. His contact # is (B)(6). Hi (B)(6) ! Let me know how I can assist. I was just made aware that we had a malfunction of #50-7510- a pleurx part. Account #(B)(6). Customer is copied in and can provide any info needed. 23nov2022: good morning (B)(6), thank you for calling me this morning. The issue arose with the drainage kit while training a patient and family member on the use of the system. The suction bottle tubing stylet protective housing was removed for insertion into the pleurx valve, upon accessing the valve with the stylet the plastic end snapped off inside the pleurx. I can assure you that there was no excessive force used in this procedure. I was able to remove the plastic stylet from the valve by use of a sterile pair of pick-ups. Another bottle kit was then opened and we continued the drainage training without further incident. The lot number on the malfunctioning bottle kit is 0001449369. I saved the drainage bottle and packaging here if anyone would like to inspect it. Thank you for looking into this. Please let me know if I can be of any further assistance. Follow up email : the access tip is what broke off.